Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the liberty select cycler and the patient¿s cardiac arrest/death. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. The patient¿s esrd death form notes the primary cause of death was cardiac arrest; cause known. However, it was reported by the clinic manager and nurse that the patient¿s death from cardiac arrest was due to unspecified comorbid cardiac issues. Moreover, the patient has a past medical history of esrd, dm, htn, and unspecified liver disease which are significant mortality risk factors.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while connected to their cycler in treatment (phase of treatment unknown). During follow-up with the pdrn and clinic manager, it was reported on 12/11/2019, the patient was found unresponsive still attached to the cycler (unknown treatment phase). Reportedly, 911 was called and cardiopulmonary resuscitation (CPR) was initiated. However, patient subsequently expired at the hospital. Additional details of events leading up to and surrounding the patient¿s death are unknown as the hospital records and pd treatment sheets are not available. Per the nurse, there was nothing untoward or unexpected during the pd treatment. Additionally, it was reported the patient had been completing all pd treatments prior to death without any issues. The nurse indicated the patient did not have any fluid volume overload or other pd related complications related to the death. The patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, unspecified cardiac issues, diabetes mellitus (dm), hypertension (htn), and unspecified liver disease. According to the nurse and the clinic manager, the patient¿s death is not suspected to be related to any fresenius device or product. Documentation on the patient¿s esrd death form indicated primary cause of death was cardiac arrest; cause unknown without any secondary cause listed. Both the clinic manager and the nurse reported the patient¿s death from cardiac arrest was due to unspecified cardiac issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.